Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high pace impedance measurements, noise and oversensing. The patient was seen for a revision procedure where the lead was explanted and replaced; the device remains in service. The lead is not expected to be returned for analysis. There were no additional adverse patient effects reported.